Manufacturer narrative:
It was reported patient experienced discomfort at the ipg site due to ipg migration. Patient's leads also had migrated. The issues were confirmed via x-rays. As a result, patient underwent surgical intervention during which the leads were explanted and replaced, while the ipg remained implanted. Therapy was restored post-op. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during surgical procedure to address lead migration, the ipg was repositioned to address patient's discomfort at the ipg site.

Event description:
Related manufacturer reference number: 3006705815-2024-01527, 3006705815-2024-01528. It was reported patient experienced discomfort at the ipg site due to ipg migration. Patient's leads also had migrated. The issues were confirmed via x-rays. As a result, patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced, while the ipg remained implanted. Therapy was restored post-op.